Event description:
The reporter indicated that a 13.2mm, vticm13.2, -9.5/4.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault with rotation was observed, the lens was repositioned on (B)(6) 2024, but did not resolve the problem. Lens remains implanted. Cause of the event is reported asdevice: larger lens size needed.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- on (B)(6) 2024 the lens was exchanged with a longer length and the problem was resolved. Claim# (B)(4).